Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device exhibits fracture at the weld joint of rod shaft and rod head. Dimensional analysis found no deviations from print specifications. The device shows wear & tear that indicates successful use during a potential field age of approximately 9 years. Rod shaft, rod head and the guide exhibit gouges, dings and scratches. Device sent for fracture analysis and the results shows: the visible artifacts on the weld fracture surfaces suggest bending overload fractures. DHR was reviewed and no discrepancies were found. From provided information the root cause was attributed to fracture and wear due to normal usage/wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the impactor broke when it was hit with a hammer during surgery. Patient did not retain any pieces.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional:updated corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.